Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No photos or samples were provided for evaluation therefore failure mode could not be verified. Root cause could not be determined. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed. Batches 7153612 and 7153649 of material 8000952 were used to create this batch. 7153612: no related defects or qns were recorded in the DHR. All silicone weight testing performed during this batch was accepted and within specification. 7242749: no related defects or qns were recorded in the DHR. All silicone weight testing performed during this batch was accepted and within specification.

Event description:
It was reported with the use of the bd luer-lok syringe there was an issue with foreign matter. There was no report of injury or medical intervention.